Manufacturer narrative:
Concomitant medical devices: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported that a patient missed a refill on the monday prior to the report because his vehicle broke down. It was stated that monday was "pushing it" for a refill because the pump would actually alarm for a low reservoir on (B)(6) 2015. The patient had trouble hearing high frequency noises and he had not heard the pump alarm and would not expect to hear it. The non-critical pump alarm sound was played for the patient but he was unable to hear it. The pump was infusing dilaudid (hydromorphone). Additional information received reported that the patient's pump had been alarming. It was empty and the patient's health care provider (hcp) "turned the pump off". The patient did not plan on utilizing the pump anymore. Additional information has been requested that was not available at the time of this report. A follow-up report will be submitted if more information becomes available.